Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4: unique identifier (UDI) # corrected from (B)(4) to (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000403500 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke. Nothing fell into the patient. A new device was opened to complete the procedure. No delay. There was no patient or vessel harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. E1 event site address due to character limitations (B)(6).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 c-ring broke. A new device was opened to complete the procedure. There was no patient or vessel harm.